Event description:
According to the available information, the implant was removed in (B)(6)2023 for an unknown reason. The explant details were not provided. A new device was implanted at a later date.

Manufacturer narrative:
B3, d6b : estimated dates. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.